Event description:
Patient reported continued pain and difficulty walking. Update: medical records received indicate the following in an x-ray report dated (B)(6) 2023: "patient is status post revision knee arthroplasty with lucency surrounding the tibial cemented component suggesting motion."

Manufacturer narrative:
The following devices were also listed in this report: tri press-fit stem 15mm x 100mm; cat#5565-s-015; lot# 0122510k simplex p full dose 1 pack; cat#6191-1-001; lot# rid103 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding loosening involving a mrh baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a revision of his knee arthroplasty due to loosening of the tibial component with a hinge prosthesis and I am also able to confirm that he underwent another revision for infection with debridement and exchange of polyethylene components since I was able to review the operation reports. I have no direct knowledge of the original knee arthroplasty. Root cause analysis: the root cause of loosening of a tibial hinge component as well as subsequent infection of the knee arthroplasty cannot be determined with certainty. Causes of loosening include surgical technique, especially in the preparation of the bones, the cementing technique and local host bone factors. Other causes contributing can be the patient's activity level and bmi. Causes of infection six months after a revision are also multifactorial including possible contamination at the time of revision, the possibility of wound drainage and subsequent seeding of the wound is possible as well as seeding of the knee from a remote source. Patient factors include general health factors and bmi. Given the information I received, I would not assign any causality to the implants themselves." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain post-implantation and an x-ray report noted a "lucency surrounding the tibial cemented component suggesting motion." A review of the provided medical records by a clinical consultant was unable to confirm the event as the reported x-ray image was not provided. The clinician indicated the following: "the root cause of loosening of a tibial hinge component as well as subsequent infection of the knee arthroplasty cannot be determined with certainty. Causes of loosening include surgical technique, especially in the preparation of the bones, the cementing technique and local host bone factors. Other causes contributing can be the patient's activity level and bmi." The patient had two previous revisions, the first also for tibial loosening, which may have contributed to this ongoing patient experience. The patient is also enquiring whether their implants are part of a recall. A search indicated that the reported devices are not part of a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh axle; cat# 64812120; lot# ctd50572. Mrhk bumper insert - neutral; cat# 64812130; lot# lky359. Mrhk femoral bushing; cat# 64812110; lot# lkl434. Mrh tib rot comp xs-xl; cat# 64812100; lot# 194117. Mrhk tibial sleeve; cat# 64812140; lot# lkf818. Mrhk femoral bushing; cat# 64812110; lot# lkj450. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Event description:
Patient reported continued pain and difficulty walking.